Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the service history, for the device, revealed no issues that could have caused or contributed to the reported condition.

Manufacturer narrative:
(B)(4). It was unknown when the onset of this hernia event occurred. The device was requested for further evaluation, but the nurse declined to have the device swapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported the patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy with the homechoice device. The patient had been performing pd therapy for approximately 2 years when the patient was diagnosed with inguinal hernia. The cause of the hernia was unknown. It was reported there were no overfill events or high drain alarms on the homechoice that would have caused or contributed to the reported event. Pd therapy was temporarily withdrawn due to an unrelated issue and the patient had been placed on temporary in-center hemodialysis. 2 months after pd therapy was withdrawn, the patient was admitted to the hospital overnight for a hernia repair and new pd catheter placement. The patient was discharged the day after the surgeries were performed. The following month after the hospitalization, the patient had recovered from the hernia repair and surgical pd catheter insertion, and pd therapy was restarted.